Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the maternity room, while preparing the c-section, the catheter which was inserted 11 hours ago, the patient described a burn at the level of the transurethral catheter. She felt something like a crack in the afternoon, while washing the catheter the balloon came out and it was observed that the balloon was torn. There was no missing part from the balloon.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloon had burst. However, there was no any other abnormalities or design irregularities observed on the returned sample other than burst balloon. Closer examination under high magnification lens (200x magnifications) using dino-lite revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter such as encrustation stick on the catheter balloon or the balloon may be exposed or being in contact with sharp object. In our current standard operating procedure, the products are subjected to 10096 visual inspection other remarks: and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again be subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to being in contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated. Additional method code: 26.

Event description:
It was reported that in the maternity room, while preparing the c-section, the catheter which was inserted 11 hours ago, the patient described a burn at the level of the transurethral catheter. She felt something like a crack in the afternoon, while washing the catheter the balloon came out and it was observed that the balloon was torn. There was no missing part from the balloon.